Event description:
Continuous glucose monitor system - libre 3 plus incorrectly gave glucose reading which lead to medical episode of individual. This occurred after receiving correspondence from abbott regarding this issue and suggesting to compare the serial numbers of the sensors to the ones affected. All sensors we currently have were not affected.